Manufacturer narrative:
It was reported severe bioprosthetic aortic valve stenosis after 5 years of trifecta valve implant. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. The exact cause of the reported incident could not be conclusively determined. The reported surgical intervention was a result of valve-in-valve implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2019, a 21mm trifecta gt valve was chosen for a aortic stenosis. The valve was successfully implanted. On (B)(6) 2024, patient presented with severe bioprosthetic aortic valve stenosis. The 21mm trifecta valve was explanted and a new 21mm non-abbott valve was implanted. The explanted valve had fibrous pannus. The patient was reported stable.